Manufacturer narrative:
Updated: b5, h2, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
The customer reported additional details regarding the event, it was reported that the relief mode setting was on with an alarm delay 0 seconds, no other gas source was used and the overpressure alarm beeped. There was no reported delay, and the patient was under general anesthesia with reports of patient harm. The customer reported that all additional details regarding the vent were unknown.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection, therefore the reported failure could not be confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: initial reporter establishment name: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the insufflation unit exhibited the pressure error alarm sounded, making it difficult to use properly. Event occurred during a therapeutic endoscopic vein harvesting (evh) procedure. The procedure was completed with a competitor device. There was no report of harm, injury or death.